Event description:
Caller alleged discrepant inratio results. Results as follows: pt rec'd an inratio result of 1.0 inr. The result was double checked at his dr later that day (within few hrs); drs system resulted in 3.2. Pt went home and checked their inr again, resulting in the same result of 1.0 inr. Pt felt well at the time. Therapeutic range: 3-3.5. No other info was provided.

Manufacturer narrative:
The customer reported a discrepant low inratio inr result during testing. It is indicated that product is not returning for eval. Therefore, investigation of the complaint to determine root cause cannot be completed. Root cause cannot be determined from the info provided by the customer. Since the product associated with the complaint was not returned, a review of in-house testing data was performed. Retain strip testing results met both accuracy and repeatability criteria. The products performed as expected and no product deficiencies were observed. The mfg records for the lot were reviewed. The non-conformance associated with this lot was not relevant to the initial complaint and does not affect product performance. No further investigation will be pursued at this time. Based on the info available, there is no indication of a product deficiency. No corrective action is required at this time.